Event description:
During a colectomy procedure, the staples would not release. Took another instrument to complete the procedure. No patient consequence.

Manufacturer narrative:
Evaluation summary: one instrument was returned in good visual condition and loaded with a cartridge that was noted to have a wedge band bypass; the right side was noted to be fully fired and the left side 1/2 partially fired; in addition, the lockout tab was noted to be damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the instrument. Caution: the firing stroke must be completed. Do not partially fire the instrument." When tested for functionality with a test cartridge, the instrument fired conforming.